Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side rupture. Device remains implanted.

Event description:
Patient representative reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6, d6a, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6a, d6b, g2, h3, h4, h6.

Event description:
Later healthcare professional reported "radial folds" confirmed via mammogram and "cervical small cell carcinoma mixed with adenocarcinoma radiation cystitis" as no device related. The device was explanted and will not be returned.